Manufacturer narrative:
It was reported that the ventilator generated technical error. What type of technical error it alarmed was not mentioned. According to provided information, the issue could not be reproduced and that the ventilator is functional. The device logs were not received. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator generated technical error. The type of technical error was not reported. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).